Event description:
A malfunction was reported on the pump by the caller, identified by the code "malf 5." There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue happened again.